Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia and lost consciousness. The patient was admitted to the hospital where it was discovered during an interrogation of the ICD that it was in end of life (eol). The ICD had reached eol on (B)(6) 2009 and was being followed at the time but the patient was then placed into care and missed follow up appointments. The ICD had appropriately detected the arrhythmia and was attempting to deliver shock therapy but was unsuccessful due to the depleted battery. No other adverse patient effects were reported. The ICD was successfully replaced and later returned for laboratory analysis.

Event description:
The notification rec'd for the study indicated that nine months after the index procedure, the pt expired. The cause of death is unk. The pt is a female who was consented to the study in 2008. Medical history included severe pulmonary disease, first-degree relative with premature coronary artery disease. The index procedure was completed five days later, and the pt was asymptomatic. The target lesion location was the ostium of the left internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 80% with lesion length 9.2 mm. Lesion calcification was described as mild and concentric. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 10%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged six days later, with clopidogrel and aspirin directed. The pt expired in 2009. The cause of death unk. The event was evaluated and determined to be unrelated to the index procedure.

Manufacturer narrative:
Review of additional information completed. (B) (4) updated to indicate report that target lesion was the ostium of the right ica and not the left ica as originally reported. No other changes to the clinical impression, captured (B) (6) codes, or reportability. It was originally reported that the target lesion was the ostium of the left internal carotid artery (l6); however, updated information indicates that the target was the ostium of the right internal carotid artery (l6). This (B) (6) study patient underwent carotid artery stent implantation and approximately nine months post index procedure died of unknown causes. This was a (B) (6) female patient with medical history including severe pulmonary disease, clinical copd, smoking > 5 packs per day and a first-degree relative with premature cad. This patient met the high-risk criteria for severe pulmonary disease. For the index procedure, the patient was asymptomatic. Pre-procedure medications were aspirin and clopidogrel. The target lesion location was the right internal carotid artery described as mildly calcified, concentric and 80% stenotic. There was no occlusion in the contralateral carotid. An angioguard ((B) (4)/lot no. 70807502) distal protection device was used, deployed, and retrieved successfully without debris and with no technical problems. Pre-dilatation of the lesion was not documented. A precise stent (p07030rxc/ lot no. 13293099) was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 10%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The patient left the angio suite neurologically intact. The patient was discharged with clopidogrel and aspirin as directed. Approximately nine months post procedure, the patient died. The cause of death is unknown and to date no further information has been available. The event was evaluated by the study personnel and determined to be unrelated to the index procedure. The stent remains implanted thus, unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Manufacturer narrative:
Cc updated to included additional information received pertaining to hypotension. Information was received via the (B) (4) study that the patient had persistent hypotension post right internal carotid artery (rica) precise stent implantation treated with neo-synephrine and sudafed. The sudafed was increased with the persistent hypotension. At the time of discharge, the patient's recovery was steady and slow with a return of her normal blood pressure. At index procedure, the (B) (6) female patient medical history included severe pulmonary disease, clinical copd, smoking > 5 packs per day and a first-degree relative with premature cad. Additional information also indicated history of peripheral vascular disease; status post right common iliac percutaneous transluminal angioplasty (pta) of bilateral iliacs, and the left subclavian artery. She was also status post stomach cancer surgery with mild bilateral renal artery disease, abdominal aortic atherosclerosis, and hypertension. This patient met the high-risk criteria for severe pulmonary disease. At index procedure, the patient was asymptomatic. Pre-procedure medications were aspirin and clopidogrel. The target lesion location was the ostial rica described as mildly calcified, concentric and 80% stenotic. There was no occlusion in the contralateral carotid. An angioguard (501814rmc/lot no. 70807502) distal protection device was used, deployed, and retrieved successfully without debris and with no technical problems. Pre-dilatation of the lesion was not documented. A precise stent (p07030rxc/ lot no. 13293099) was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 10%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The patient left the angio suite neurologically intact. The patient was discharged with clopidogrel and aspirin as directed. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension a well known potential adverse event associated with the carotid stent implantation and is most likely related to coronary sinus reflex or vagal response attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. Hypotension is an anticipated short-term adverse event associated with the compression of the pressure sensitive receptors, located within the carotid artery structure. Stent placement may promote persistent stimulation of these baro-receptors. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as patient medical history, vessel/lesion characteristics and location, and procedural factors. There is no evidence to suggest that there are any manufacturing or device related issues that contributed to the reported event.

Event description:
It was reported that during a hemorrhoid prolapse procedure, the stapler blade was bent after the shutter. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Additional information received from the contact at the account states that the patient presented with leg claudication and cessation due to her smoking. She was seen as an out-patient and was identified with carotid artery disease. The same day, she was enrolled in the (B) (4) study and underwent angiography and carotid stent placement of the right internal carotid artery. The procedure was performed without complications. There were no neurological problems involved. Overall, the results were very good; however, post-stent placement, the patient persisted with hypotension receiving neo-synephrine and sudafed. The sudafed was increased with the persistent hypotension. However, at the time of discharge, the patient's recovery is steady and slow with return of her normal blood pressure. A death certificate was received stating the patient died from cardiopulmonary arrest nine post index procedure. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product. Therefore, the code of death with an unknown cause is being unreported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is not available for eval and resting and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
Customer's daughter reported that on 3/7/10 customer received a result of 79 mg/dl on her freestyle lite blood glucose meter, which was higher than she felt, the first time she attempted to use her meter. It was further reported customer became unresponsive and subsequently lost consciousness. Paramedics were called and an intravenous infusion of dextrose was administered. There was no report of death or permanent injury associated with this event.